Event description:
It was reported by service report that the foot end left load cell failed affecting the bed exit and scale systems. No patient involvemnt or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.